Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent cardiac surgery. In the middle of the surgery, it took 30 seconds to switch modes to color mode when the transducer was connected to the ultrasound system. While the physician was scanning the patients' heart, the ultrasound system hang up. The system was rebooted but it started up in an unstable state. Reportedly, the cardiac surgery was completed with the same equipment. The user reported that there was loss of data and that there was a delay of four hours. Multiple attempts were made to obtain the reason for the delay but with no results; however, it was reported that the patient did not sustain any injury as a result of the event. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. It was found that the ground resistance measurement from the aux cable connector measured 167 k-ohm, which is more than the passing measurement (less than 1 ohm). Engineering confirmed that the root cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). The logs showed cpm sync issues and intermittent shutdowns. There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. Reference: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional event description.

Event description:
Additional information was received and it was reported that at the doctor's request, the technician had switched modes and attempted to obtain images. Due to the instability of the the ultrasound system, the system froze and video saving was not possible causing the 4-hour delay. The surgery which was scheduled to last 4.5 hours was extended additional 4 hours. For 8.5 hours, the patient was under anaesthesia. As of this writing, it was reported that the patient is still in the hospital. No additional information was provided.